Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the controller log files pertaining to (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2021 at 23:59:21, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported drop event resulting in a driveline disconnection. A subsequently motor start event was logged at 23:59:58. As a result, the reported event was confirmed. The most likely root cause of the reported driveline disconnection may be attributed to a physical disconnection of the driveline from the controller due to a controller drop, as described in the event details. Additional products: (B)(6). H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: 0185 lead implanted (B)(6) 2011 additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-sep-2017, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was dropped and the driveline became disconnected. The controller and ventricular assist device (vad) driveline remain in use. No patient complications have been reported as a result of this event.